Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse confirmed light emitting diode (led) overlay required replacement. The fse required the customer to complete the repair causing the led failure alarm. This issue occurred during testing. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
The customer reported field service engineer (fse) was onsite for the pm pcba field change order (fco) and unit had alarm led error. Fse told the customer to fix the unit and they will come back to do the fco. The device was not in clinical use. No patient or user harm was reported.